Event description:
It was reported that several patients in a peritoneal dialysis (pd) clinic were diagnosed with peritonitis over a short period of time. The clinic was inquiring if other clinics had an uptick in infection rates as these patients were known to be compliant with aseptic technique procedures. It was reported that this male pd patient was seen in the pd clinic on (B)(6) 2026 due to complaints of cloudy pd effluent and abdominal pain. A pd culture was obtained. The patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin 1g every 3 days for 2 weeks and ip fortaz 1g daily for 2 weeks. The patient¿s white blood cell (wbc) count was 6,055 with 90% pmn cells. The culture was negative for growth to date. The patient was not hospitalized. The patient continues to complete ccpd therapy during recovery. The cause of the peritonitis has not been determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler with liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the use of the liberty select cycler with liberty cycler set and the peritonitis event. Although there were questions by the clinic as to whether the peritonitis event could have been caused by the products used by the patient, the clinic did not allege that the products were contaminated. They were unable to confirm the cause of the patient¿s peritonitis event. The patient did not report any leak, defect, foreign matter, or discoloration on any products. The patient properly stored all supplies in the home and did not expose the supplies to any conditions where bacterial growth could occur. The lot numbers of the products were not supplied. The patient¿s culture was negative for growth. Unfortunately, pd-fluid cultures do not always yield an organism in patients with clinical findings of peritonitis. The most common cause of culture-negative cases is initiation of antibiotics before cultures are obtained with other causes being infection with fastidious bacterial organisms, acid-fast bacilli (afb), or fungal organisms. Even though the patient reportedly follows protocol for aseptic technique, most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Although the cause of the peritonitis was not determined, based on the available information and no evidence of a malfunction, deficiency, or defect, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported peritonitis event.